Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. The hospital did not report any patient effects. C-ring got hung up on tissue during use and became inoperable. It would no longer retract, therefore a new device was pulled in order to complete the case. Device was discarded.

Manufacturer narrative:
(B)(4)): please disregard previous entry: corrected section: event site name: corrected from (B)(6). Internal complaint number: (B)(4). Autonumber : # (B)(4). A lot history record review was completed for lots 25132170, 25132187, and 25132340 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. ***************************************************************************************** (B)(4). Internal complaint number: (B)(4). Autonumber : # (B)(4). A lot history record review was completed for lots 25132170, 25132187, and 25132340 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. The hospital did not report any patient effects. C-ring got hung up on tissue during use and became inoperable. It would no longer retract, therefore a new device was pulled in order to complete the case. Device was discarded.